Event description:
Patient had an angulated aortic neck. Deployment of the main body graft landed lower than desired and a type I proximal endoleak was seen during the post deployment angiogram. A main body extension was deployed at the proximal sealing stent of the main body graft, resolving the endoleak. Procedure noted than an exclusion of the aneurysm during the completion angiogram.